Event description:
Device report from synthes reports an event in japan as follows: it was reported that on unknown date, the patient underwent surgery with the product in question. On (B)(6) 2022, it was reported that the product was found to be damaged on(B)(6), and would be removed on (B)(6). The surgeon performed the extraction on (B)(6) 2022 and re-operated with an intramedullary nail. He said that the product might have been broken when the patient was getting out of the bathtub due to some kind of load. No further information is available. This report involves one ti lcp distal femur plate 13 holes/316mm/left-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.